Event description:
Customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. The field service engineer indicated that the unit failed before it was attached to the patient. No patient harm.